Event description:
It was reported that a percuflex plus ureteral stent was used in an implantation of ureter procedure. During unpacking, the device was found fractured. The procedure was completed with another same device and there were no patient complications reported.

Manufacturer narrative:
Device code a0401 captures the reportable event of stent shaft break.

Manufacturer narrative:
Device code a0401 captures the reportable event of stent shaft break. Has been corrected based on the response received on august 26, 2026. The information received from the complainant on august 26, 2025, clarified that the reported issue of the device was the stent coil was detached. Although this can result in a clinically insignificant delay of the procedure, this event is unlikely to cause or contribute to a death or serious injury if the malfunction were to recur. Based on the review of the information, this event no longer meets reporting criteria.

Event description:
It was reported that a percuflex plus ureteral stent was used in an implantation of ureter procedure. During unpacking, the device was found fractured. The procedure was completed with another same device and there were no patient complications reported.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable investigation analysis of stent shaft break. Block h11: investigation analysis upon receipt at our quality assurance laboratory, this percuflex plus ureteral stent underwent a thorough analysis. Visual inspection of the returned device identified that the stent shaft was detached, the suture hole and the tip were torn. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the information available and analysis results, the reported allegation coil detached could not be confirmed since the detached section was in the stent shaft. Regarding to the analysis performed, it is possible to conclude that the issue could be caused by operational factors. The retrieval line may be removed before placement at the physician's discretion. If the retrieval line gets entangled in the bladder coil and is removed using excess force, the stent can get detached/separated and torn during the preparation affecting the performance of the device. A conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that a percuflex plus ureteral stent was used in an implantation of ureter procedure. During unpacking, the device was found fractured. The procedure was completed with another same device and there were no patient complications reported.